Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of thrombophlebitis on (B)(6) 2022, back pain, migraine and obesity. Previously administered products included: mirena and naprosyn [naproxen]. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2301 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (salpingectomy laparoscopic,hysteroscopy,infertility dye studies laparoscopic). The reporter considered medical device removal to be related to essure administration. The reporter commented: right = unable to be placed. Left = 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.196 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: finding: a scout film demonstrate an intrauterine device in place, and a single left sided essure micro insert. Impression: hsg not performed, as above. [Pathology test] on (B)(6) 2022: final pathology diagnosis: fallopian tubes, left salpingectomy completely transected fallopian tube clinical history: infertility of tubal origin. Procedure: laparoscopic salpingectomy, diagnostic hysteroscopy, laparoscopic infertility dye studies / left fallopian tube with essure coil. Gross description: there is an essure coil emanating from the non-fimbriated end measuring approximately 10.5 cm in length. Sectioning reveals a central lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of thrombophlebitis on (B)(6) 2022, back pain, migraine and obesity. Previously administered products included: mirena and naprosyn [naproxen]. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2301 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (salpingectomy laparoscopic,hysteroscopy,infertility dye studies laparoscopic). The reporter considered medical device removal to be related to essure administration. The reporter commented: right = unable to be placed left = 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.196 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: finding: a scout film demonstrate an intrauterine device in place, and a single left sided essure micro insert. Impression: hsg not performed, as above. [Pathology test] on (B)(6) 2022: final pathology diagnosis: fallopian tubes, left salpingectomy completely transected fallopian tube clinical history: infertility of tubal origin. Procedure: laparoscopic salpingectomy, diagnostic hysteroscopy, laparoscopic infertility dye studies / left fallopian tube with essure coil. Gross description: there is an essure coil emanating from the non-fimbriated end measuring approximately 10.5 cm in length. Sectioning reveals a central lumen quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.